Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as htl is an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to blade stuck in finger as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd microtainer® contact-activated lancet, the device experienced the needle lancet breaking off. The following information was provided by the initial reporter. The customer stated: lancet breaks off one user reported that after using the lancet, part of the blade would still be stuck in the finger.